Manufacturer narrative:
(B)(4): the customer confirmed that the device has been retired and taken out of service. The device will not be returned to physio-control for eval. The cause of the reported failure could not be determined.

Event description:
It was reported that the device had a flashing service indicator present and it was also giving an energy fault message when attempting to deliver energy. This was observed during testing and there was no pt use associated with the reported failure.